Event description:
The hcp reported two weeks post refill, the patient presented with fever, chills, and nausea that lasted for about seven days. The patient's pain returned to baseline. The hcp originally diagnosed the patient with the flu, but later suspected drug withdrawal. No pump volume discrepancies were noted. The hcp performed a catheter dye study and suspected the catheter was occluded, but felt as though performing the dye study cleared the catheter occlusion. The patient's final outcome was not reported. The drug contained in the patient's pump was dilaudid 25 mg/ml delivered at 4.75 mg/day. Additional information has been requested, but was not available at the time of this report.